Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant, the implantable cardiac monitor (icm) 'fell out' of the patient's chest. The icm was discarded. No patient complications have been reported as a result of this event.